Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported pivot latch spring loose. It was reported there was no patient involvement.

Event description:
It was reported that the pivot latch spring was loose. There was no patient involvement.

Manufacturer narrative:
Correction: b.5, e.3, g.5.

Event description:
It was reported that the pivot latch spring was loose. There was no patient involvement.

Manufacturer narrative:
This supplemental reports serves as the second (#2) follow up. For the purpose of ack pass through, 3 was selected in g7. However, supplemental (#1) sent/closed to FDA was actually#1 not #2. A review of the device history record for sn(B)(6) was performed from date of manufacture 05/12/2020 to the present date 10/26/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. ¿it was noted during the visual inspection of the device that the latch pivot screw had backed out from its proper position. ¿replacement of the pivot latch and subsequent rate accuracy testing found the device to be infusing in specification. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
It was reported that the pivot latch spring was loose. There was no patient involvement.